Event description:
During the atrial fibrillation procedure, after venipuncture, when the sheath was inserted into the right atrium and aspirated from the side port, an air leak was noted. Multiple attempts were made to aspirate the air with no success. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. Air contamination in the patient's body has not been confirmed.